Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement and described the occurrence of injury in a pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. An unk time later, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. Medical records received (B)(6) 2010: on (B)(6) 2010, zinc was 1.44 mcg/ml (normal 0.66 to 1.10) and copper was 0.28 mcg/ml (normal 0.75 to 1.45). Follow up info was received on (B)(4) 2011, via medical records. On 05/20/2010, the pt had an electromyogram (emg) due to a one year history of paresthesias (onset in 2009), which began globally in her left upper extremity and subsequently spread to her left lower extremity. The pt also reported difficulty grasping objects and "throbbing" which radiated down her left upper extremity. The pt's sensation was diminished in a patchy distribution on bilateral upper extremities. The study showed evidence consistence with a mild compressive median mononeuropathy at the wrist on the right. There was also evidence of an early compressive median mononeuropathy at the wrist on the left. On (B)(6) 2010, the pt was seen in follow up by neurology for evaluation of possible multiple sclerosis. The pt originally presented with symptoms suggestive of myelopathy and diagnosed with copper deficiency myelopathy. She was exhaustively worked up for other conditions and no evidence of demyelinating disease was found. The pt did have an abnormality of the cervical cord consistent with what was sometimes seen in copper deficiency myelopathy. At that time, her copper was low and she was using a denture cream which he had discontinued since that time. The pt continued to note her worsened symptoms or back pain, for which she had been taking percocet. Her feet felt numb and heavy with a "needles" sensation that was worse with her shoes on. Impression included copper myelopathy and superimposed mild carpal tunnel syndrome. On (B)(6) 2010, the pt was referred to the pain clinic by her neurologist for evaluation and possible treatment options for the pt's systemic body pain. The pt was treated with pamelor. On (B)(6) 2010, the pt had recurring headaches, back pain improved with heat that was worse at night, worsening difficulty with walking and instability of gait, ongoing numbness/heaviness/"needles" sensation, and she has fallen twice. The pt had started physical therapy. Carpal tunnel syndrome symptoms improved by wearing splints at night. On (B)(6) 2011, the pt had lost her medicaid and had been unable to afford any of her care and was off all medications due to cost. On (B)(6) 2011, copper and zinc levels were normal. On (B)(6) 2011, the pt was offered a cortisone shot for pain, but she declined. The pt was instructed to continue splinting and take nonsteroidals for pain. This case was upgraded to serious and assessed to be medically significant by gsk.